Manufacturer narrative:
The reported events of high pacing lead impedance, lead fracture and high threshold could not be confirmed. As received, a complete lead was returned in two pieces. Electrical testing was normal. Visual inspection and x-ray examinations of the lead did not find any anomalies except for the damages found consistent with procedural damage.

Event description:
It was reported that the right atrial (ra) lead had high pacing impedance due to a fracture. The patient was asymptomatic. The ra lead was explanted and replaced. The patient was stable throughout the procedure. Further information was requested but not received.